Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a repair of ventricular septal defect procedure on an unknown date; and a suture was used. During the procedure, the suture broke while sewing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 05/01/2020. This medwatch report is being voided as there is no indication of 2nd device involved in the event. Event for the actual device involved in this event was submitted via 2210968-2020-03464.